Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code e333 was showing due to shock. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel damaged and does not work. Based on the results of the investigation the error code occurred due to disconnection between front panel and main board caused by shock. However, a definitive root cause could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that the visera elite ii video system center displayed an error code and there was visible damage. Packaging was reported to be intact. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There were no reports of patient harm associated with this event. This report is being submitted for the reportable malfunction of the error code.